Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a reverse shoulder replacement surgery the 3mm drill broke off while drilling the screw hole. The surgeon left the part inside the patient as he was not able to retrieve the part. The surgery was finished successfully. Update (B)(6) 27-may-2025: further information was provided that the surgeon was drilling holes in the glenoid for screw placement. The surgeon had already placed a few screws in when the end of the drill bit snapped. He felt that the drill bit was firmly in the glenoid and no more screws were required so he continued the operation as normal.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.